Manufacturer narrative:
Based on the information available, this event does not appear to meet the definition of an MDR reportable event for the following reasons: it is not associated with a device that caused death or serious injury. While the event did lead to removal of the device through surgical intervention, the explant was not deemed medically necessary by the surgeon. It is not associated with a device that has malfunctioned. We are nonetheless reporting this event as it did involve the explant of the argus ii due to a patient-reported system. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2016. Patient reported experiencing pain in the implanted eye for the past few weeks. Patient canceled all scheduled visual rehabilitation appointments and refused to be seen at the implanting center in (B)(6). Patient elected to have the device removed at a non-certified center in (B)(6), against the recommendation of the argus ii surgeon, who made several efforts to convince the patient to be seen at the clinic in (B)(6) or at any other argus ii implanting center. On (B)(6) 2017, prof. (B)(6) in (B)(6) reported that the argus ii device was explanted on (B)(6) 2017, without any complication. There was no defect or malfunction of the device associated with this event.